Event description:
It has been reported to philips that the device's c-arm was unable to perform 3d rotation movements. The device was in clinical use at the time the issue occurred. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was used for whole brain angiography at the time of event. Surgery was aborted at that time and completed with another device. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to perform 3d rotation. The rse checked the logfile and confirmed the error on motor assembly and clea2 and suggested to check the amc cable connection and replace car-c motor. Upon onsite visit, the fse replaced the amc and car-c motor as suggested by the rse to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.